Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to motor error alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer¿s blood glucose was 90 mg/dl. Customer reports the drive support cap appears normal. Customer did not report an motor position encoder error alarm. Customer was unable to clear the alarm also unable to complete pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The devise will not be returned for analysis.